Event description:
Patient was revised to address infection. Update (B)(6) 2011 - litigation papers allege patient suffered pain, discomfort, soreness, and swelling in the area of his hip implant. Subsequent to his (B)(6) 2010 component revision, patient underwent another surgery on (B)(6) 2010. It is also alleged patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.